Manufacturer narrative:
Device evaluation: the unit was received at the manufacturer's service center and the technician performed operational testing; however, the reported issue could not be duplicated. The central processing unit (cpu) board was replaced as a precaution. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use. Central processing unit (cpu) board was received for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and there were no error codes found that would indicate a failure. No failures were identified. Resolution and disposition: the root cause for the customer's experience of when the power button was pressed, the unit shut down as soon as it started up, could not be identified. UDI #: (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the power button on he v60 ventilator was pressed but the unit shut down as soon as it started up. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. Device manufacture date: 04/22/2016. The unit was received at the manufacturer's service center and the technician performed operational testing; however, the reported issue could not be duplicated. The central processing unit (cpu) board was replaced as a precaution. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.